Manufacturer narrative:
Final analysis of the percutaneous extension showed stim extension distal end connector twisted in molded rubber.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Event description:
It was reported that during the trial implant procedure, the resident tightened the extension connection with the torque wrench and bending was seen where the wrench clicked. It was stated that the setscrew bent the lead and was ¿bubbling up¿ as the resident tightened. It was also stated that the extension connection looked ¿kind of bent right.¿ the procedure was completed by using a replacement extension.